Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin. Net, alerts for high voltage impedance and out of range low high voltage impedance were observed. Upon review of session records, there were no low impedance and only out of range high impedance was noted. The high voltage lead impedance (hvli) anomaly was suspected. Later, when the patient presented in the clinic, lead noise was reproducible on right ventricular lead and the high impedance was not reproduced. The lead was programmed. The patient was stable.